Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-oct-2018 with the following findings: a review of the pump black box showed pump reboots. A visual inspection of the pump revealed the battery compartment was cracked. There was evidence of corrosion inside the battery compartment. There was no damage to the returned battery cap. The returned battery cap was able to fit securely to maintain an electrical connection. The pump powered on was exercised for 12 hours with no power interruptions or loss occurring. The pump¿s cover was removed and moisture damage was observed on the power printed circuit board. The complaint of no power was shown in the pump history but was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.